Event description:
Customer reported infusion ran faster than expected. Minimal clinical details were provided. Customer reported: "pump module had been programmed to deliver medication over long period of time but the entire bag of medicine drained within 23 minutes. Start of drip on 7:17 am time of discovery of emptied bag; on 7:40 am. According to staff it was programmed for a 150 mlg bolus dose." There was no report of patient harm of medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.